Event description:
The customer reported a discrepant (false positive) result for the alinity m sars-cov-2 assay. The customer reported sample ID (sid) (B)(6) completed on (B)(6)2022 that was positive (fcn value of 35.81). The patient's parent contacted the customer and believes this to be a false positive result. The patient completed 5 tests (2 antigen tests, 1 rapid polymerase chain reaction (pcr) test conducted at an airport, and 1 at-home test) prior to (B)(6)2022 and 4 of the 5 tests were negative. There was no impact to patient management reported. The results were reported outside of the laboratory.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Manufacturer narrative:
D4 and h4: the device lot number has been identified in the course of investigation and the applicable lot number and manufacture/expiry date has been populated. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review. The customer data review for rthe reported false positive sample was performed. The run involving the alleged discrepant result was valid, met assay specification requirements, and no error codes or flags were displayed for the controls. No abnormal amplification curve was identified, and the assay is performing as expected with correct interpretations. There is no indication that lot 526485 is performing outside of established design performance specifications. Quality data review. Device history record (DHR) / batch record review: the DHR review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 526485 did not identify any issues which could result in the reported complaint. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. Corrective action preventive action (CAPA) / non-conformance (nc) review: the CAPA review for alinity m sars-cov-2 amp kit (list 09n78-095) lot 526485 was performed to identify any records that were potentially related to the reported complaint. A product deficiency was not identified in this review. Complaint history review. A lot specific complaint history review was performed to identify related complaints to the ticket being investigated,which reported a discrepant sars-cov-2 result while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 526485. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amp kit (list 09n78-095) lot 526485 was not identified.